Manufacturer narrative:
The doctor reported that there was no impact to the patient. Device not returned.

Event description:
The surgeon reported that during removal of the malyugin ring the ring flip upward touching the endothelium cells. There was no reported impact to the patient and the procedure was completed as planned.